Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient was taken to the hospital and diagnosed with hyperglycemia. The patient's blood glucose (bg) values dropped to 72 mg/dl and then the patient lost consciousness. The only treatment that was reported were diagnostic tests were conducted and manual injections of insulin given. The pod was worn longer than 48 hours on the abdomen. The patient injured her tongue and caused it to bleed. The patient was discharged after 1 day.